Event description:
It was reported that the implant at tooth site #11 (fdi) was removed due to when exposing the implant, granulation tissue and an abscess was present around the implant.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. The reported event could not be verified as the exact details of event and patient conditions were unverifiable. Based on the evaluation, device malfunction has not occurred. There is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All sterilization activities were conducted with no nonconformities per sterilization record. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.